Event description:
Related manufacturer reference: 2184149-2018-00095. At the beginning of the procedure a communication issue with the tactisys did not allow contact force to be utilized, despite multiple exchanges of the catheter. The procedure was continued without the use of contact force. At one point, the catheter appeared to be anterior to the current geometry in which enguide alignment was utilized; however, the physician felt there was a lack of stability with the system. Additionally a hospital power outage resulted in the cancellation of the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Review of the study impedance location charts verified that multiple shifts occurred. The nature of the impedance disturbances is consistent with patient movement. Motion by patient or lab staff may cause catheter shift and rotation, and that displacement of the chest or abdomen or their contents and organs may cause catheter shift.